Manufacturer narrative:
Patient identifier and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation of the device, it was noted that the cut wire was kinked. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. There were no kinks or bends present, on the working length or the exposed cut wire, of the device. A functional evaluation found that the device was able to bow within specification. In addition, the length of the exposed cut wire was found to meet specification. The condition of the returned incident device was not consistent with the complaint, that the device¿s cut wire was kinked. The customer's complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation of the device it was noted the cut wire was kinked. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.